Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site. The customer experienced symptoms of itching, red bubbles and pain. The customer had contact with a healthcare professional (hcp) who prescribed gentalyn for treatment. There was no report of death or permanent impairment associated with this event.